Event description:
A nurse reported that during cataract surgery, the equipment turned off and only the side buttons would work. Following a surgical delay of 15 minutes, a second sys was used to complete the procedure. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the sys and noticed the sys was not initializing software and there was a problem with the aqualase module. The company rep cleaned and checked the host connections. Preventive maintenance was performed. The sys was then tested and met product specs. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this sys. The root cause cannot be determined conclusively.(B)(4).